Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed with a watchman truseal double curve access system (was). Heparin was given prior to transeptal puncture. Activated clotting time (act) result was less than 150 seconds. Additional heparin was given after the transeptal puncture and act result was 170 seconds as the physician was preparing to deliver a 24mm watchman flx laa closure device and delivery system (wds). Immediately following deployment, it was noted there was a density attached to the tip of the was. The physician fully recaptured the device and removed the wds. The clot-like density was still visible on transesophageal echocardiogram (tee) attached to the was in the left atrium. A syringe was used to aspirate the was and the clot was no longer visible on tee. The syringe was emptied on the back table and a roughly 3cm thrombus was found. The was was removed and the decision was made to stop the procedure. The patient recovered and was discharged the same day without further incident.